Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2013: patient got admitted with the following pre-op diagnosis: superficial stenosis l3-4 with spondylolisthesis and instability, prior l4-s1 instrumentation and fusion. Patient underwent the following procedures: bilateral removal of l4, l5, s1 pedicle screw and rod fixation. Bilateral l3-4 laminectomy and facetectomy and bilateral foraminotomies. Left l3-l4 peek interbody cage arthrodesis . Bilateral l3-l4 pedicle screw and rod fixation (of competitors). Bilateral l3-l4 lateral mass fusion with bmp augmentation. Per op-notes, ¿meticulous hemostatis by bipolar and now the lateral masses were augmented with morselized, laminectomized, and facetectomized autograft bone with bmp as an augmentor¿there were no complications.¿ patient was discharged to home on the same day. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.